Event description:
A malfunction alarm identified as malfunction 16 occurred, but there was no adverse impact on the customer¿s blood glucose level. The customer opted for multiple daily injections as a backup insulin therapy. Technical support arranged for a replacement pump and guided the customer on returning the faulty pump using a pre-paid label within ten days.